Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: off-label: age<21 claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/1.0/003 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size lens, implanted vertically due to low vault without rotation. Reportedly, "t1360849 was implanted in a vertical position t1354973 was implanted in a horizontal position." The problem was resolved. Cause of the event is unknown.